Event description:
The pt had a diagnostic procedure on 4/12/2000 with an 8f angio-seal device deployed in the right common femoral artery. After discharge, the pt complained of claudication and diminished pulses. The pt presented at one month follow-up visit with a progressive history of right lower extremity claudication. An arteriogram revealed a focal occlusion of the right common femoral artery. Pt was taken to surgery on 5/8/2000. The area of occlusion was noted and thrombus was present. There was posterior plaque involving the common femoral artery throughout its length down into the profunda femoris artery. A thromboendarterectomy was performed. A vein patch angioplasty was also performed. The pt had strong dorsalis pedis pulse at the end of the case. The pt tolerated the procedure well and is in satisfactory condition.